Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the pacing lead, the desired qrs morphology could not be achieved. The physician attempted to reposition the lead but this was not possible as it was quite deeply penetrated. It was decided to leave the electrode in place with high electrodes. The following day the threshold improved to normal levels. The lead remained in use. No patient complications have been reported as a result of this event.